Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received one catheter with valve and cap detached from inflation funnel. Visual inspection noted syringe tip was attached to the valve. Returned valve was still fixed in the cap. Inspected the exterior and found no damage observed on returned valve and cap. There was slightly slanting dent mark on inflation funnel indicating valve and cap was previously placed on the funnel. No other conditions found on sample that could be associated with reported event. Per functional evaluation, assembled back the valve an cap on returned catheter. Tried to inflate and deflate using lab syringe and returned syringe found no difficulty on both action. Catheter measured with specifications. The reported event was confirmed with an unknown cause. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the breakage of the inflation valve was found as the package was opened. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042